Event description:
It was reported by service report that the power cord was damaged and the nurse call cable was missing. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Nurse call cable.